Event description:
It was reported that detachment of device or device component occurred. During an atrial fibrillation ablation procedure, a faradrive sheath was selected for use. During the procedure, when opening the faradrive sheath, it was found that the flush port was cracked and that the end port was broken off. The sheath was replaced and procedure was completed without patient complications.

Manufacturer narrative:
"Investigation summary: based on the available information, the root cause of the detachment of device or device component cannot be established, as the product has not been returned for analysis despite repeated requests for the return. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: boston scientific has made three attempts to retrieve the device however no response was received; the device is not expected to be returned. Risk review: a risk review performed for the faradrive device confirmed that the detachment of device or device component is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: based on the available information, boston scientific's investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that detachment of device or device component occurred. During an atrial fibrillation ablation procedure, a faradrive sheath was selected for use. During the procedure, when opening the faradrive sheath, it was found that the flush port was cracked and that the end port was broken off. The sheath was replaced and procedure was completed without patient complications.